Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s pd nurse reported that during pd treatment there was a fluid leak encountered. Treatment was stopped and a hole was discovered under the white clamp on the extension set. The patient was prescribed prophylactic antibiotics. In a follow up, the nurse said there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event.the nurse did verify that the prophylactic treatment was administered. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s pd nurse reported that during pd treatment there was a fluid leak encountered. Treatment was stopped and a hole was discovered under the white clamp on the extension set. The patient was prescribed prophylactic antibiotics. In a follow up, the nurse said there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event.the nurse did verify that the prophylactic treatment was administered. The cycler set is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: received one complaint sample without original package with product number 050-95005 from lot 23lr08099. The received complaint product sample was visually inspectioned according to bom 050-95005, however it was not found any holes or damaged to the tube that could cause a leak. The sample was received as is showed in the following photos. Due to the condition of the sample, it was not able to perform a functional test. A DHR (device history record) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
A peritoneal dialysis (pd) patient¿s pd nurse reported that during pd treatment there was a fluid leak encountered. Treatment was stopped and a hole was discovered under the white clamp on the extension set. The patient was prescribed prophylactic antibiotics. In a follow up, the nurse said there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event.the nurse did verify that the prophylactic treatment was administered. The cycler set is available to return.